Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: jan 23,2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the complaint device was received with the plunger rod advanced and overriding what appeared to be a portion of the lens stuck in the cartridge. The cartridge tip was damaged in a way that could have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. Device assembly was inspected revealing no issues. The plunger rod was properly locked and no issues were identified. The material in the cartridge was removed and cleaned presenting as a torn and folded lens that included a haptic. There was damage on the optic body of the lens. The complaint issue was identified during product evaluation. The observed "iol torn" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after opening a preloaded monofocal intraocular lens (iol) a crack was found on the lens. Lens was not implanted in the patient's operative eye. No further information available.